Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the guidewire would not separate from the right ventricular lead. The procedure was completed using another lead. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to separate wire was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage. X-ray examination found that one of the inner coil filars was entangled with the stylet and pulled out from the connector pin which is consistent with procedural damage. The cause of the reported event was due to inner coil damage that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.